Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2018 and (B)(6) 2019. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the toric zct375 iol (intraocular lens) was implanted into the patient's right eye on (B)(6) 2018. Reportedly, the lens was noticed rotated during the post-op visit. The subject's refraction was +1.50/-2.0/95° and the iol position was 75 degrees. Additional information was received and it was learnt that the lens was repositioned successfully on the (B)(6) 2019. No vitrectomy or incision enlargement was necessary and no other issues were reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.